Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be received for evaluation. Although requested, patient information was not provided.

Event description:
It was reported that the latch yoke on a lvp (large volume pump) model 8100 seemed to have dislodged causing the door to not close securely. It would latch but there was a significant gap as shown in the first image. There was no patient involvement as it was caught by the biomed.

Manufacturer narrative:
A review of the complaint history record in trackwise and sap was performed for the sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer. Based on the findings, service determined that the probable root cause of the reported issue was due to maintenance issue of the lvp mechanical assembly 8100 m2. This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced bezel assy for latch yoke not work properly. Lvp lifted keypad recall completed. The failure code othe was used to track the alaris pump software version as received from the customer and the software version when device was sent back to the customer. It does not reflect a device failure or represent any risk to the patient. A review of the device history record showed the device had a manufacture date of 29oct2019. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue.

Event description:
It was reported that the latch yoke on a lvp (large volume pump) model 8100 seemed to have dislodged causing the door to not close securely. It would latch but there was a significant gap as shown in the first image. There was no patient involvement as it was caught by the biomed.